Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device trace download analysis confirmed the device alarmed low battery alert and pump error . The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error and low battery alert due to moisture damage to electronic assemblies.

Event description:
Customer reported via phone call that the insulin pump had power error alarm customer's blood glucose value was unknown. Customer stated that insulin pump was not working properly. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer reported that insulin pump had not been exposed to temperatures. Customer stated that notification light did not immediately stop flashing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.